Event description:
It was reported the patient lost effective stimulation due to high impedances. In turn, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
The report of high impedance was confirmed. The slim-tip lead was returned complete and in one piece. Discoloration was noted throughout the lead body. Microscopic inspection identified a site on the lead body, approximately 17cm from the stimulation-end, where all internal wires were broken. The fractured wires are consistent with a sudden event or overstress condition the lead was subjected to while still in vivo.